Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Depuy18-10. Revision surgery performed on (B)(6) 2017 due to high ions level cr and co. Cr: 30.6/ co: 60.65.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
English translation for medical records received. It was reported that the patient was revised to address metallosis. It was also reported that the main diagnosis upon discharge was peroprosthetic osteolysis. During physical examination, the hip is stiff during rotation, 90-degree flexion with tendency to external rotation. Slight limp due to pain when walking.